Manufacturer narrative:
Should additional, relevant information become available, a follow-up MDR will be submitted.

Event description:
The customer reported that when the unit was plugged in, the plug got very hot and the unit blew a couple of fuses in the ambulance. It is further reported that there was no adverse consequences.